Manufacturer narrative:
(B)(4).

Event description:
Additional information from the representative reported they were unsure what the cause of the stimulator feeling warm and lack of effect was. They were unsure if any troubleshooting or actions were taken to resolve the issue but they did receive notification that the patient was scheduled for a full system explant on (B)(6), 2015. No outcome was known at the time of report; if additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID 3389s-40, lot# va0pdv4, implanted: 2015 (B)(6); product type lead product ID 3389s-40, lot# va0pdv4, implanted: 2015 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The consumer reported that the area around the implantable neurostimulator (ins) felt warm. The patient's deep brain stimulator provided no beneficial effect and had actually participated in the regression of the patient's symptoms. Following implant the patient's diagnosis was changed from parkinson's disease to progressive supranuclear palsy. Palpation of the device by the patient and his wife had led to the warmth and observation had led to the lack of efficacy. Impedances were checked and all were within normal range. The manufacturing representative and patient's wife were unable to feel a difference in the ins site from the surrounding areas in terms of warmth when the patient was seen on (B)(6) 2015. No interventions were taken and the ins was off. It was unknown if the issue had resolved. The patient had an appointment scheduled for (B)(6) 2015. Further follow-up is being conducted for the cause of the event. If additional information is received a supplemental report will be submitted.